Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-oct-2021. The most recent information was received on 08-nov-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant), behaviour disorder ("behaviour disorders"), insomnia ("insomnia"), migraine ("migraines"), fatigue ("extreme fatigue"), dysmenorrhoea ("painful menstrual periods"), memory impairment ("memory disorders"), language disorder ("language disorders") and reading disorder ("reading disorders"). At the time of the report, the heavy menstrual bleeding, behaviour disorder, insomnia, migraine, fatigue, dysmenorrhoea, memory impairment, language disorder and reading disorder outcome was unknown. The reporter provided no causality assessment for behaviour disorder, dysmenorrhoea, fatigue, heavy menstrual bleeding, insomnia, language disorder, memory impairment, migraine and reading disorder with essure. The reporter commented: she wants to have the implants removed quickly and she was looking for a surgeon. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 97 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant), behaviour disorder ("behaviour disorders"), insomnia ("insomnia"), migraine ("migraines"), fatigue ("extreme fatigue"), dysmenorrhoea ("painful menstrual periods"), memory impairment ("memory disorders"), language disorder ("language disorders") and reading disorder ("reading disorders"). At the time of the report, the heavy menstrual bleeding, behaviour disorder, insomnia, migraine, fatigue, dysmenorrhoea, memory impairment, language disorder and reading disorder outcome was unknown. The reporter provided no causality assessment for behaviour disorder, dysmenorrhoea, fatigue, heavy menstrual bleeding, insomnia, language disorder, memory impairment, migraine and reading disorder with essure. The reporter commented: she wants to have the implants removed quickly and she was looking for a surgeon. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.